Event description:
It was reported to philips that the unit's flow sensor was defective. Based upon the information provided, it is unknown if the unit was in use on a patient at the time of the reported event, however, there was no patient or user harm. The international service engineer was dispatched to the site and confirmed the reported problem. The international service engineer replaced the blower and flow sensor assembly, and the issue was resolved. The unit passed required performance verification tests per philips¿s standards.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Further information was received indicating that the reported issue occurred during the testing. Based on the information provided, this complaint no longer meets reportability requirements.